Event description:
The customer's mother reported via phone call that the customer removed himself from continuous glucose monitoring therapy due to the sensors not lasting more than 2-3 days. Customer had a low down to 37 mg/dl the other day and the insulin pump did not suspend because he was not wearing the sensors. Customer bottomed out due to not eating enough once he got home from work. Caller declined to be transferred to the helpline and stated that they are working with their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.